Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us.

Event description:
As reported by the user facility: the patient received intravenous infusion of physiological saline before preparing to receive chemotherapy drugs, but the connector joint cracked and leaked blood, contaminating the bed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided; however, one (1) photograph and one (1) video were submitted for evaluation. The provided video showed the presence of leakage. However, the exact location of the leakage was not able to be determined. Thereafter, the provided photograph was visually examined and indicated potential leakage originating from the caresite area. Based on visual findings, the reported defect was confirmed. Without the physical sample, no specific conclusions or exact root cause can be determined regarding the defect of the reported event. However, incidents of cracked/leaking valves may be caused by several factors, including but not limited to the product being subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening or frequent set manipulation), or other various unforeseen circumstances during the clinical application. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences.